Event description:
It was reported that customer experienced rapid pump battery drain and touchscreen responsiveness problems. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting, no additional details were obtained, and no further action was required beyond documenting event and noting that recent uploads showed battery depletion at 15 percent.